Event description:
It was reported that during a 24- hour tacrolimus infusion that was initiated on (B)(6) 2020 at 1932, the tubing set port broke and leaked at the y-site. Tacrolimus and blood leaked on the patient and floor. The event occurred 14 hours and 12 minutes after the infusion initiated. It was noted that the blue internal piece of the optima connector was still within the luer lock of the tubing set and clamshell was still attached. Although requested, no additional information was provided.

Manufacturer narrative:
No product will be returned per customer. The customer complaint of tubing set broke at y-site port was confirmed. Photo provided by the customer shows that the smartsite fla was broken off. The portion of the smartsite fla was still intact to the optimal injector male luer. The root cause of this failure was not identified as no product was returned. Bd1 business unit was informed of the reported issue involving the concomitant bd optima injector and will be addressed under their complaint system. Device history record could not be performed on model unknown because the lot # for the suspect set was not provided.

Manufacturer narrative:
Concomitant medical products: bd optima injector; td (B)(6) 2020. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, additional patient demographics was not provided.

Event description:
It was reported that during a 24- hour tacrolimus infusion that was initiated on (B)(6) 2020 at 1932, the tubing set port broke and leaked at the y-site. Tacrolimus and blood leaked on the patient and floor. The event occurred 14 hours and 12 minutes after the infusion initiated. It was noted that the blue internal piece of the optima connector was still within the luer lock of the tubing set and clamshell was still attached. Although requested, no additional information was provided.